Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inflation valve of the catheter detached a day following placement.

Event description:
It was reported that the inflation valve of the catheter detached a day following placement.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), foley catheter present. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and solution immediately streamed from a slit next to the cap. Cuts in the inflation arm are not allowed. Removed valve from the catheter. No flash visible on the valve. The tear in the inflation arm (measuring 0.2985¿) was aligned with the seam and began at the end of the arm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in thecatheter valve. Never use more force than is required to make the syringe¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringegently. Allow the balloon to deflate slowly on its own. Do not aspirate ormanually accelerate the deflation of the balloon. If permitted by hospitalprotocol, the valve arm may be severed. If this fails, contact adequatelytrained professional for assistance, as directed by hospital protocol.should balloon rupture occur, care should be taken to assure that all balloonfragments have been removed from the patient.visually inspect the product for any imperfections or surface deteriorationprior to use."